Event description:
Supplemental report is being submitted due to the completion of the investigation.

Manufacturer narrative:
Component code (annex g): g04122 ¿ stent. Device evaluation: the evolution® biliary controlled-release stent - fully covered devices of unknown lot number were not returned to cook ireland for evaluation. With the information provided, document based investigation was conducted. This file was created from japanese study report that was conducted between january 2018 and august 2019. This complaint is capturing the reported 40% migration rate, no other results or information from this study have been made available at this time. Once the study is published the investigation will be updated accordingly. Documents review including IFU review: as the evolution biliary controlled-release stent - fully covered devices from unknown lot number, a review of the relevant manufacturing records cannot be conducted. Prior to distribution all evolution biliary controlled-release stent - fully covered devices are subject to visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. As per the instructions for use, ifu0062-5 which informs the user about the potential complications "additional complications include, but are not limited to : stent misplacement and/or migration," on review of the information provided, there is no evidence to suggest that the user did not follow the instructions for use. Root cause review: a definitive root cause could not be determined from the available information. A possible root cause could be attributed to patient condition related, as per instructions for use, stent migration is listed as a potential complication following the placement of this device. Summary: customer complaint is confirmed based on customer testimony. The patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Masuda, not yet published. Prospective multicenter clinical study (90 cases) at 14 facilities related to kobe university: ¿a novel metallic stent for unresectable distal malignant biliary obstruction; a multicentre prospective study¿, was conducted between january 2018 and august 2019. Analysis has started in september 2020. It is still being analysed, but according to an oral report from a doctor, although it is not an adverse event due to a product defect, the migration has occurred nearly 40% of during normal use. This complaint is capturing the reported 40% migration rate, no other results or information from this study have been made available at this time. Patient outcome: not provided yet.